Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 28, 2026, senseonics was made aware of a user who was hospitalized for diabetic ketoacidosis (dka associated with a severe hyperglycemic event. At the time of the event, a fingerstick blood glucose reading was reported at 585 mg/dl, while device data showed a sensor glucose level of 363 mg/dl shortly before hospitalization, which triggered a high glucose alert (threshold set at 250 mg/dl). The user confirmed receiving both audible and vibration alerts from the system. Treatment in the hospital included intravenous insulin, and the user was later prescribed ongoing insulin therapy along with a different continuous glucose monitoring (cgm) system while the current device undergoes review. The healthcare provider was aware of the incident, and the user reported feeling exhausted but was discharged and advised to continue follow-up care.